Manufacturer narrative:
The device is a class I instrument that is intended to be sterilized and reused. Complaint was initially received in 2007, however , the part number involved was not known until 02/23/07. The distributor disclosed the correct part number involved with the incident. The lot number was not provided by the distributor. The returned part was received by qc and ra 3/16/07 and the lot number was obtained. A design engineer confirmed that the tip was broken off. The incident root cause was determined to be due to user error. Info regarding the proper technique of the zodiac adjustable bridges application is contained within the surgical technique (lit 83065). A memo was sent to the sales force on 2/22/07, which provided additional details on the proper use of the device and instructed the sales force on the use of surgical techniques.

Event description:
During surgery, the tip of the crosslink screwdriver broke off inside the crosslink while torquing. The surgeon was unable to remove the tip of the driver from inside of the locking set screw of the crosslink. The tip of the driver remains inside the pt.